Event description:
A consumer reported that patient experienced hypoglycemia because pt's fasttake meter was reading inaccurately high. On the day of the event, patient was not feeling well, and had a blood glucose of 413mg/dl on ft meter at about noon. Based on meter result, patient was given 8u of insulin. Patient fell down 1 hour later while patient's blood glucose read as 322mg/dl on ft meter. Patient was transferred to hospital where patient had a blood glucose of hi on ft meter compared to a lab result of 34mg/dl. Patient was admitted for 2 days with hypoglycemia. No further information has been reported.